Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stent remains in pt embedded in vessel wall. Device issue: stent dislodgement. It was reported that no predilatation was performed (contrary to IFU). Another company's stent was placed proximally. The mini vision was advanced to the lesion; however it would not cross through the calcification. During removal of the stent delivery system, the stent dislodged from the balloon into the coronary. An rx vision was advanced to the location of the dislodged stent and was deployed, compressing the mini vision against the wall of the artery. Dilatation was performed and an attempt was made to advance another rx vision distal to reach the lesion; however, it would not cross. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info, but the device was not returned for analysis. Based on the reported info, the inability to cross, appears to be related to the tortuous and heavily calcified anatomy. The heavily calcified anatomy may have also contributed to the stent dislodgement. The reported difficulties experienced during the procedure, appear to be related to the operational context of the device. It should be noted that per the IFU, the lesion is to be pre-dilated if there is angiographic evidence of calcium.